Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to include the additional event information received on 29-apr-2022. [Additional information]: on 29-apr-2022, additional information was received. The information indicated that there was evidence of dissection in the patient. The dissection location is proximal to the kinking of lica (left internal carotid artery). A digital subtraction angiography (dsa) was performed on (B)(6) 2021, which showed an occlusion of the left m1 segment. There was stenosis proximal to the occlusion due to kinking in the bifurcation of the left internal carotid artery. The baseline american society of interventional and therapeutic neuroradiology / society of interventional radiology collateral (asitn / sir) score was 2, expanded treatment in cerebral infarction (etici) score was 0, procedure etici score attempt 1 was 2a, and procedure etici score attempt 2 was 3. There was also evidence of dissection proximal to the kinking of the left internal carotid artery. The final etici score was score 3. Per the crf, no adverse events, use concomitant medications or additional surgical interventions were recoded for this finding. Cracked-in patient is considered an MDR reportable malfunction as a cracked tip could separate and embolize, with the potential for ischemia or infarct. Furthermore, withdrawal difficulty could require the use of significant force. This could result in device separation, dissection, perforation, or other vessel damage. Carotid artery dissection is considered a serious injury as the dissection could require intervention or repair to prevent further injury. Review of the available information does not allow for an exact determination of root cause; however, there are clinical and procedural factors, including vessel characteristics, device selection, device interaction, and operator technique, that may have contributed to the reported event rather than the design or manufacture of the device. Based on the available information, the event meets MDR reporting criteria as a ¿serious injury.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the event was reported via the perfect study, an 84-year-old female patient with a history of diabetes, hyperlipidaemia, hypertension underwent a thrombectomy procedure on 10 dec 2021. The first pass was made with the 132cm embovac 71 aspiration catheter (ic71132ca / 30578753). The target occlusion was on the m1 segment. It was reported that during aspiration with the embovac device, it became fractured. The post-pass modified treatment in cerebral infarction (mtici) score of 2a was achieved; the clot was retrieved in the catheter. There was no report of any adverse event associated with the device malfunction. On 14 dec 2021, additional information was received. The information indicated that this was an adapt (direct first pass technique) case with both the microcatheter and guidewire used inside the embovac to track the clot. The clot was retrieved during this pass from the m1 with the embovac, but a fragment was identified in the m2. This was retrieved using a cat 5 aspiration catheter and a catch retriever. The patient final mtici score after 2 passes was a 3. There was no adverse events reported for this patient. On 11-jan-2022, additional information was received. The information indicated that the vessels were not excessively tortuous nor presented acute bends. The procedure was an adapt (direct aspiration first pass technique) case. The device was not snaked (advanced without wire / microcatheter); the device was advanced with an axs offset catheter (stryker) and a synchro® 0.014¿ guidewire (stryker). Continuous flush was maintained. There was no resistance / friction when the embovac was initially introduced into the neuron max; the information indicated that the neuron max was used as a guiding catheter. It was reported that once the embovac was positioned at the m1 origin, where the clot was located, the long sheath introducer (neuronmax 0.088¿ 100cm) was in the internal carotid artery (ica) curve. While retrieving the embovac in aspiration in order to remove the clot, the interaction between the embovac and the neuron max caused the embovac damage. The information indicated that ¿it seems the neuron max has cut the embovac.¿ due to the damaged embovac, high friction was generated making difficult to remove the retrieve the embovac. In order to remove the embovac, both the neuron max and the embovac were retrieved. On 02-feb-2022, the following information was received. The healthcare professional reported that during a thrombectomy procedure, a132cm embovac 71 aspiration catheter (ic71132ca / 30578753) was damaged during the procedure targeting an occlusion located on the left m1 segment in an 84-year-old female patient. It was reported that once the embovac was positioned at the m1 origin where the clot was located, the guiding catheter was in the internal carotid artery (ica) curve. While retrieving the embovac in aspiration in order to remove the clot, the interaction between the embovac and the neuron max® 088 sheath (penumbra) caused the embovac damage. This generated high friction and difficulties in retrieving the embovac. In order to remove it, both the neuronmax and the embovac were retrieved. There was a 7-minute delay to the procedure but the procedure was successfully completed. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 132cm embovac 71 aspiration catheter was received contained in a pouch. Visual inspection was performed. The catheter was noted being inserted into the push-pull hemostasis valve. At the end of the valve, the catheter shaft was twisted, the twist mark has the same direction as the valve threads, which suggests that the damage most likely occurred when the neuronmax guiding catheter was being disassembled from the valve. The outer diameter (od) was larger at the distal end of the valve due to the twist present on the catheter, which prevented it from being removed from the valve. This subsequently caused the flattened portion observed inside the valve. A fracture was observed on the catheter at 45 inches from the proximal end. The catheter shaft was not completely separated, but the mesh was exposed. This damage appears to be a translation of the flattened portion observed inside the valve, presumably caused by the manipulation required when attempt was made to remove the catheter from the valve. Dimensional inspection was performed. The dimension of the catheter was confirmed to be within specifications. Proximal outer diameter (od): 0.0829 inch; specification: max. 0.0837 inch, / min. 0.081 inch. Distal od: 0.0804 inch; specification: 0.081 inch, +/- 0.0015 inch. ID: 0.071 inch - specification: 0.071 inch minimum. No contributing factors could be identified from the catheter since the hydrophilic coating was confirmed to be present on it. Additionally, the tip was observed in good conditions, it was circle-shaped, no longitudinal compressions were noted or any other damage that suggests an issue during the insertion of the catheter. The concomitant neuronmax guiding catheter was not returned, as such no further investigation could be conducted. The complaint reported that during an adapt (direct aspiration first pass technique) thrombectomy procedure targeting an occlusion in the m1 segment; the target vessel not excessively tortuous nor with acute bends, the embovac was positioned at the m1 origin and the neuronmax was in the ica curve. While the embovac was being retrieved in aspiration in attempt to remove the clot, interaction between the embovac and neuronmax caused the embovac damage. High friction was generated which made it difficult to remove the embovac, as a result, both the neuronmax and the embovac were retrieved. Additional information indicated that the device was advanced with an offset microcatheter and wire synchro 14. Continuous flush was maintained. There was no resistance/friction when embovac was initially inserted into the neuromax guiding catheter. A review of manufacturing documentation associated with this lot (30578753) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The reported issue was confirmed based on the findings observed on the returned embovac device. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contains the following precautions: ¿ do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could damage the device or cause patient injury. ¿ torquing the large bore catheter excessively while kinked may damage the device, resulting in separation of the catheter shaft. Withdraw the entire device (the device, microcatheter, and guidewire) if the device is severely kinked. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by cerenovus product analysis lab on (B)(6) 2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 02-feb-2022. On 02-feb-2022, additional / clarification information was received indicating that the event reported in medwatch 3500a report: 3008114965-2021-00745 (manufacturer¿s ref. No: (B)(4)) belongs to the event reported in medwatch 3500a report: 3008114965-2021-00665 (manufacturer¿s ref. No: (B)(4)). The event was reported via the perfect study, an 84-year-old female patient with a history of diabetes, hyperlipidaemia, hypertension underwent a thrombectomy procedure on 10 dec 2021. The first pass was made with the 132cm embovac 71 aspiration catheter (ic71132ca / 30578753). The target occlusion was on the m1 segment. It was reported that during aspiration with the embovac device, it became fractured. The post-pass modified treatment in cerebral infarction (mtici) score of 2a was achieved; the clot was retrieved in the catheter. There was no report of any adverse event associated with the device malfunction. On 14 dec 2021, additional information was received. The information indicated that this was an adapt (direct first pass technique) case with both the microcatheter and guidewire used inside the embovac to track the clot. The clot was retrieved during this pass from the m1 with the embovac, but a fragment was identified in the m2. This was retrieved using a cat 5 aspiration catheter and a catch retriever. The patient final mtici score after 2 passes was a 3. There was no adverse events reported for this patient. [Additional information]: on 02-feb-2022, the following information was received. The healthcare professional reported that during a thrombectomy procedure, a132cm embovac 71 aspiration catheter (ic71132ca / 30578753) was damaged during the procedure targeting an occlusion located on the left m1 segment in an 84-year-old female patient. It was reported that once the embovac was positioned at the m1 origin where the clot was located, the guiding catheter was in the internal carotid artery (ica) curve. While retrieving the embovac in aspiration in order to remove the clot, the interaction between the embovac and the neuron max® 088 sheath (penumbra) caused the embovac damage. This generated high friction and difficulties in retrieving the embovac. In order to remove it, both the neuronmax and the embovac were retrieved. There was a 7-minute delay to the procedure but the procedure was successfully completed. There was no report of any patient adverse event or complication. On 11-jan-2022, additional information was received. The information indicated that the vessels were not excessively tortuous nor presented acute bends. The procedure was an adapt (direct aspiration first pass technique) case. The device was not snaked (advanced without wire / microcatheter); the device was advanced with an axs offset catheter (stryker) and a synchro® 0.014¿ guidewire (stryker). Continuous flush was maintained. There was no resistance / friction when the embovac was initially introduced into the neuron max; the information indicated that the neuron max was used as a guiding catheter. It was reported that once the embovac was positioned at the m1 origin, where the clot was located, the long sheath introducer (neuronmax 0.088¿ 100cm) was in the internal carotid artery (ica) curve. While retrieving the embovac in aspiration in order to remove the clot, the interaction between the embovac and the neuron max caused the embovac damage. The information indicated that ¿it seems the neuron max has cut the embovac.¿ due to the damaged embovac, high friction was generated making difficult to remove the retrieve the embovac. In order to remove the embovac, both the neuron max and the embovac were retrieved. All forthcoming additional information will be documented and reported under this medwatch 3500a report: 3008114965-2021-00665 (manufacturer¿s ref. No: (B)(4)). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth and weight were not provided. The initial reporter phone and email address are not available / reported. The initial reporter address line 1: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30578753) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the perfect study, an (B)(6) female patient with a history of diabetes, hyperlipidaemia, hypertension underwent a thrombectomy procedure on (B)(6) 2021. The first pass was made with the 132cm embovac 71 aspiration catheter (ic71132ca / 30578753). The target occlusion was on the m1 segment. It was reported that during aspiration with the embovac device, it became fractured. The post-pass modified treatment in cerebral infarction (mtici) score of 2a was achieved; the clot was retrieved in the catheter. There was no report of any adverse event associated with the device malfunction. On 14 dec 2021, additional information was received. The information indicated that this was an adapt (direct first pass technique) case with both the microcatheter and guidewire used inside the embovac to track the clot. The clot was retrieved during this pass from the m1 with the embovac, but a fragment was identified in the m2. This was retrieved using a cat 5 aspiration catheter and a catch retriever. The patient final mtici score after 2 passes was a 3. There was no adverse events reported for this patient.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 29-aug-2022. [Additional information]: modified information was received on 29-aug-2022. The field ¿was the device deficiency related to vessel tortuosity¿ value ¿blank¿ has been changed to ¿yes.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.